Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2015, follow-up images identified a dissection proximal to the previously implanted trunk-ipsilateral leg component. The cause of the dissection is reportedly unknown. On (B)(6) 2015, an additional procedure was performed to treat the dissection. An aortic extender component was intentionally implanted ~ 1 cm above the renal arteries, and an additional aortic extender component was implanted to bridge the trunk-ipsilateral leg component and the most proximal aortic extender component. Two gore viabahn endoprostheses were successfully implanted into the renal arteries as part of a snorkel procedure. Final angiography reportedly showed resolution of the dissection and patency of both renal arteries. The patient tolerated the procedure.